Event description:
It was reported that during a procedure, before the device was in use, the tip that connects the tubing to the female luer fitting broke off. Specifically, the female luer fitting broke at the base of the connection to the catheter tube. No intervention was required since the issue was discovered before the device was used.